Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). G4. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿, two (2) tubes were found to exhibit cracks and scratches. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that while using the bd vacutainer® sst¿, two (2) tubes were found to exhibit cracks and scratches. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received four photos for investigation. Among these, all photos show a tube with a crack along its side and another tube with scratches. Retained samples will not be tested for this complaint record. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.